Event description:
It was reported that following a navigated tka procedure, the resulting images of the implant show the femoral implant is not optimally positioned. Significant notching was done to get a better fit. The postoperative treatment for this patient remains unchanged from the normal protocol. There is no reported malfunction of the software.

Manufacturer narrative:
Patient files from navigation software were analyzed and there was no evidence of a software or registration issue. The surgeon reported that he felt this was a digitization issue because he had to go so far laterally and medially, off the sides of the bone to complete the anterior cortex anatomy survey because the patient's femur was so small. The surgeon stated that he foresees no functional limitations to the patient, nor any negative effect on implant longevity related to the placement of the component's in the patient's knee.